Event description:
It was reported that the device was unable to power on. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it was unable to power on when the on button was pressed. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the problem was a shorted capacitor, designator c4.